Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's upstream occlusion (uso) seal was buckling. The uso seal was replaced to fix the issue.

Event description:
The device was returned because it lacked a keypad and it was found out during testing. The results of the investigation found that the device's upstream occlusion (uso) seal was buckled. There was no patient involvement.